Event description:
The patient contacted animas on (B)(6) 2012 and stated that the up arrow keypad button was intermittently unresponsive and required multiple hard presses to elicit a response. The patient noted the keypad rubber on the up arrow was peeling. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing the up arrow and contrast keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; all other buttons responded appropriately. During investigation, evidence of contamination was found under all keypad contacts.